Manufacturer narrative:
(B)(4): physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that they have decided to not repair the device. The device has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not complete the boot-up cycle and was unresponsive when buttons were pressed. Additionally, a service indicator was present. There was no patient use associated with the reported event.